Event description:
It was reported that during central processing, the long bipolar grasper instrument had a compromised insulation cable. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it is unclear whether the internal wires were exposed due to damage to the cautery wire. There was no noted loss of cautery associated with the damaged cable, and no signs of thermal damage were observed at the site of insulation damage. Importantly, the damage did not result in any fragments falling inside the patient's anatomy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the long bipolar grasper instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Manufacturer narrative:
Correction- h8 updated to indicate initial use of device. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed and found there was no physical damage. There was no problem detected. Passed continuity test in both grips. The reported complaint could not be replicated, nor confirmed, during the failure analysis investigation. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified.

Event description:
Refer to h11 for follow-up information.